Event description:
It was reported that the patient complained that the device was 'shocking me so bad.' Follow up is currently in process for additional information. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained that the device was 'shocking me so bad.' It was further reported that the patient's complaints regarding the device 'shocking' was related to the atrial lead, which was determined to have dislodged. The lead was explanted and replaced, and the device was subsequently upgraded to a bi-ventricular device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092, implantable pacing lead, (B)(6) 2012. (B)(4).